Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding and the up arrow button was difficult to press. Customer's blood glucose was 169 mg/dl. Customer states that insulin pump may have been bumped. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.